Manufacturer narrative:
Concomitant medical products: item #00620205620, trilogy shell, lot#60931877. Item #00625006530, zimmer bone screw, lot #60965154. Item #00784802400, femoral neck, lot 60786709. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-04714, 0002648920-2016-04396. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient's right hip arthroplasty was revised approximately 7 years post implantation due to failure of the femoral stem and pain. Additional information noted in revision operative report noted the patient had a protruding greater trochanteric bone, bursitis of the greater trochanter, and heterotopic ossification. Patient also underwent irrigation and debridement due to scar tissue. The head and stem were removed and replaced.